Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that an error message was displayed. The customer¿s blood glucose level was 158 mg/dl. The customer also reported that the data could not be uploaded and the process advanced to 100%. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected e or a alarms noted during testing. Programmed multiple boluses and monitored; device uploaded properly using carelink pro. All bolus deliveries were shown properly in carelink and in the daily history screen. No upload or download anomalies noted during testing. (B)(4).